Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted due to no reported lot number reported. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use (IFU) states: note the ¿use by¿ (expiration) date specified on the product label. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as the device was inadvertently used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.25x33mm xience sierra stent delivery system (sds) was advanced in the patient anatomy; however, it was noted that the product was expired therefore the sds was removed and the stent was not deployed. The procedure was successfully completed with a new 3.25x33mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.